Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no indication of device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. There was no indication of device malfunction associated with the event. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.